Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had high thresholds in various different positions. The lead was removed and was not implanted. No patient complications have been reported as a result of this event.